Event description:
It was reported that during an open sigma resection procedure, the pt was treated. The operation went fine, the leak test was good. Post op day 1 the pt experienced bleeding and had to be re-operated (colonoscopy) to handle and stop the bleeding. The pt is fine today.